Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures alarm confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed pump error. The insulin pump's self-test was interrupted by another pump error alarm. Customer blood glucose reading was unknown. Troubleshoot was not performed. Insulin pump will be returning for analysis.